Event description:
It was reported a patient presented with ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) high voltage (hv) therapy was unsuccessful in breaking the rhythm. No additional information was available. The patient was stable.